Manufacturer narrative:
The reported event was ¿the set screw appeared to be engaged but the lead never stayed in position¿. As received, a complete lead was returned in one piece with the helix extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during the patient's implant procedure, multiple attempts were made by the physician to implant a lead in the right atrium. The set screw appeared to be engaged but the lead never stayed in position. After at least five to six attempts and different positions in the right atrium, the physician requested a new lead. A new lead was provided and implanted successfully. There were no patient consequences.